Event description:
It was reported that the dose limit of the 9800 system exceeded the nv state limit of 5r/min. It was noted that this was found during a state inspection. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Verified fluoro dose was at 9.4 r/min. Reset the ma limits of the system to control dose to level below the nv state limit of 5r/min. The system was placed back into service.